Event description:
During baxter's device evaluation, it was observed that a spectrum power adaptor had a bulge on the side of the cord housing. Any pt involvement is unk as this was found during baxter's evaluation.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The device was provided to the MFR of the power cord. It was determined that the bulge was due to common mode choke due to overheating. The MFR revealed that wires within the common mode choke were compromised during the initial winding process from the supplier. This can lead to shorting and overheating of the wires during prolonged thermal stress. The power cord was tested by the MFR and found to perform as expected. The customer has been issued a replacement device.